Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported issue. Visual inspection revealed the harmonic insert had a broken blade approximately 0.23¿ from the base. The broken fragment was not returned with the device. Any inadvertent contact with staples, clips, or other instruments while the device is activated may result in a cracked or broken blade. Blade damage may be detected by the generator with a solid tone or an error. Scratches on the blade tip may also lead to premature blade failure.

Event description:
It was reported that prior to starting a da vinci-assisted distal pancreatectomy surgical procedure, the generator displayed a warning indicating the pressure was high, and the blade of the harmonic insert broke. The broken fragment was removed, and the instrument was replaced. There was no report of fragment(s) falling inside the patient. The procedure was completed with no reported injury.